Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for package printing defect with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reporting before use the bd vacutainer® multiple sample luer adapter had no label or missing label information. The following information was provided by the initial reporter: the customer stated there is ¿difficulty reading the expiry dates on the devices because the inscription is too small and engraved on the translucent cap.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reporting before use the bd vacutainer® multiple sample luer adapter had no label or missing label information. The following information was provided by the initial reporter: the customer stated there is ¿difficulty reading the expiry dates on the devices because the inscription is too small and engraved on the translucent cap.¿